Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for low blood glucose levels between 30 and 40 mg/dl. The customer could not recall anything prior to the event. Nothing further was reported.